Manufacturer narrative:
One imp,tsv,4.1mm,sbm,8 (tsv4b8) was returned for investigation. Visual inspection of the as returned product identified wear and debris around the implant threads and drive feature.a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The product matched print specifications where measured against drawing. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the patient suffered from peri-implantitis. As a result, the implant had to be removed from tooth site 19.